Manufacturer narrative:
Date of manufacturer: 06/22/2018. Date of report: 09/23/2018. (B)(4). The service technician could not duplicate the reported issue. It was confirmed that the unit was able to operate on battery power. No occurrence of an error was observed in the log entry. No device problem was detected.

Manufacturer narrative:
Customer did not provide correct phone number.

Event description:
The customer reported that the unit is unable to operate on battery. There was no patient involvement.